Event description:
The customer reported the system is not making x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board, analog interface, and control boards. System operates as intended. (B) (4).